Event description:
It was reported that the patient underwent an explant procedure due to increased pain and inadequate stimulation despite reprogramming attempt. No further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 20722969.